Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-05-19. Investigation summary: one sample was received for quality investigation. The customer complaint of damage component - leak was verified by visual inspection and testing. Upon inspection of the extension set, it was noticed that a large crack was identified on the female luer adapter. The extension set was then primed with normal saline and the set began to leak immediately from the crack. A device history record review could not be performed on model 20350e because a lot number was not provided by the customer. The root cause for the cracking seen in the female luer adapter is an excessive force used during the connection of the luer.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port leaked chemotherapy medicine from a crack in the base of the luer lock. The following information was provided by the initial reporter: "we experienced a chemotherapy leak from a bd smartsite low sorbing extension set with the 0.2 micron low protein binding filter (ref 20350e) today. Upon inspection, the base of the luer lock appears to be cracked."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of damage component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20350e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port leaked chemotherapy medicine from a crack in the base of the luer lock. The following information was provided by the initial reporter: "we experienced a chemotherapy leak from a bd smartsite low sorbing extension set with the 0.2 micron low protein binding filter (ref (B)(4) ) today. Upon inspection, the base of the luer lock appears to be cracked."